Event description:
The harmonic scalpel cord was connected to the machine and the handpiece of the machine showed "no advanced function" on screen. The machine was turned off and on. We rechecked the hand piece and attempted to test it again. It then tested okay. However, when attempted for use, it worked for 1 second then stopped. Then it worked again for 1 second and then stopped. The device removed from field. The device was a reprocessed handpiece.